Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on additional information collected, the diagnostic procedure was rescheduled. After the customer reported a foot switch failure, a remote service engineer (rse) analyzed the system remotely. Following the rse¿s recommendation, the customer replaced the foot pedal and successfully acquired images. A philips field service engineer (fse) subsequently inspected the system on site and found no issues, as the foot pedal had already been replaced. The system was returned to service in good working order. The codes were updated based on the investigation outcome.